Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of (B)(4) at the time, when the item was produced. The stem was available for examination. A fracture of the stem can be confirmed. The investigation has shown that it is a fatigue fracture. In the surgery reports loosening is reported. There is no indication to suggest a material or manufacturing defect. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA (B)(4).

Event description:
Loosening and fracture of the stem was reported.